Event description:
Attonrey alleges in lawsuit that the patient presented for refill of his previously implanted intrathecal pump and; "...due to a malfunction in the pump during the refilling process, a significant amount of dilaudid was transferred into his abdominal area resulting in an overdose, respiratory arrest, failure of the patient, hospitalization and pneumonia from the hospitalization".